Manufacturer narrative:
Please note hde number (B)(6). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 20may2025 the project study patient experienced a stroke on (B)(6) 2024. A query of the protect database provided the following information, mid-017 is a 52-year-old female. The patient has history of breast cancer. Taking tamoxifen 20 mg once daily began on (B)(6) 2023. The patient had amds40-es implanted on (B)(6) 2024. Pre-operative CT of chest, abdomen and pelvis performed on (B)(6) 2024. The CT images were transferred to corelab for review on (B)(6) 2024. The patient experienced a stroke on (B)(6) 2024. The patient had symptoms of right arm weakness 3 days post surgery where the initial CT of brain was negative. Patient had an MRI subsequently which showed small focal infarcts in the brain. The event is unlikely related to the amds device and the implant of the amds. The debakey type a dissection could have contributed to the event. The event is ongoing and was unexpected. No treatment was provided for the event. This investigation is relegated to amds40-es, lot number: c2460075a with allegation of patient experienced a stroke.

Manufacturer narrative:
A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-es, lot c2460075a (finished goods) and c2459438a (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on (B)(6) 2025 (study team first became aware on 16may2025) associated with a patient residing in the united kingdom (UK) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 52-year-old female who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024 at the (B)(6) hospital, located at (B)(6). The responsible investigator for the study is mr. (B)(6). Adverse event # 1 reported a cerebrovascular/neurologic event as ¿stroke¿ with an onset date of 19aug2024, documented as ongoing. The ae form described the following ¿patient had symptoms of right arm weakness 3 days post-surgery where the initial CT brain was negative. Patient had an MRI subsequently which showed small focal infarcts in the brain. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event did not lead to serious adverse event. No treatment was provided, and the event was documented as ongoing. Of note, the patient remained in the study. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g., transient ischemic attack (tia), stroke, neuropathy)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There were no ncs/tdos associated with c2460075a (finished goods) and c2459438a (sterile sub-assembly). Per clinical report: ¿adverse event # 1 reported a cerebrovascular/neurologic event as ¿stroke¿ with an onset date of 19aug2024, documented as ongoing. The ae form described the following ¿patient had symptoms of right arm weakness 3 days post surgery where the initial CT brain was negative. Patient had an MRI subsequently which showed small focal infarcts in the brain. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event did not lead to serious adverse event. No treatment was provided, and the event was documented as ongoing. Of note, the patient remained in the study¿¿ an adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.